Event description:
A report was received that the pt is experiencing a burning sensation at the ipg site when the stimulation is on. The pt has confirmed that the burning sensation is gone once the stimulation is turned off. A boston scientific representative tried to reprogram the pt with no success. The physician has replaced the pt's ipg.